Manufacturer narrative:
Concomitant medical reports: 5024m58 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances. The lead remains in use. No patient complications have b een reported as a result of this event.